Event description:
Meter was missing segments. Despite the missing segments claim, family member stated pt obtained a reading of 462 mg/dl. Family member reported that they were experincing symptoms of low blood sugar: shakiness, irritable, and felt dizzy. Patient also tested on another meter, which gave a reading of 437 mg/dl. No adverse event was reported. The issue with the meter was not resolved. Meter has been replaced.